Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500 , model: sc-8352-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had wound dehiscence at the pocket site. There were no issues with the device up until the incision opened up. The patient underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post-operatively. The explanted ipg and lead were not returned to bsn as they were kept by the medical facility.